Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, if there was any delay in the start of the pre-cleaning, it is unknown if the air/water nozzle was flushed with air and water, if the nozzle was cleaned with lint-free cloths/brushes/sponges and if the air/water nozzle was flushed with detergent solution. It is also unknown if there were any abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation, and the evaluation found that the due to damage, switch 1 did not work. Due to damage to the upward and downward angulation knobs, water tightness was lost. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward and downward angulation knobs was outside the standard value. The adhesive on the bending section cover or distal sheath had a chip. The suction cylinder was shaved. Because the suction cylinder was shaved, the suction volume did not meet the standard value. The light guide bundle had a breakage. The upward and downward angulation knob, free-engage knob, forceps elevator, lock engagement lever, plastic distal end cover, scope connector cover, scope connector, universal cord, image guide protector, grip, scope cover, switch box, right and left knob, and control unit had a scratch. The adhesive around the objective lens and light guide lens was peeled. The connecting tube had a dent and a wrinkle. The paint on the air and water cylinders was peeled. Switch 4 had a wear. The control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle had foreign objects. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the nozzle¿ malfunction could not be identified, nor the foreign material type. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Even though the costumer provided cleaning disinfection and sterilization (cds) process, it is unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.